Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the back on (B)(6) 2018. The patient stated were in the hospital for 3 days after being unconscious from having her blood sugar being 24mg/dl, compared to the cgm reading of 108mg/dl. When the patient was calibrating in the hospital, the bg meter was reading 118mg/dl, while the cgm was 23mg/dl. The patient stated at another time the hospital bg meter read 200mg/dl and the cgm was reading high (the patient's high is set to 250mg/dl). The patient stated on sunday night, she had 2 lows on the cgm. It woke her up stating she was low and she drank (B)(6) and went back to bed. At 12:30am it woke her up again and said she was low, so she drank more (B)(6) and went back to bed. At 6:00am, it woke her up and was displaying high then she took novolog insulin. At 10:30am her husband tried to wake her up because she was snoring, but she was unresponsive. The patient's husband could not find her glucagon, so he called the paramedics and they transported her to the hospital. The patient indicated she was unresponsive until 6:00pm the following night, even with several bags of glucose. The patient was put in the intensive care unit (ICU) that night and was released on (B)(6) 2018 from the ICU and then was released from the hospital on (B)(6) 2018. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined. The sensor was inserted into the back. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.